Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised.

Manufacturer narrative:
The part numbers and lot numbers are unknown; therefore, the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore, the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that an unknown number of patients who were implanted with a persona tm tibial implant are experiencing unknown symptoms.

Manufacturer narrative:
No devices were received; therefore, the condition of the components is unknown and an evaluation is not possible. Review of the device history records for the tibial component identified no deviations or anomalies. The knee compatibility for components were reviewed and identified all components were compatible with no issues identified. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the primary surgery state the patient underwent left total knee arthroplasty due to severe degenerative joint disease. It was noted that the final components were placed using a cementless technique. Range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable patella tracking. The notes state that no intraoperative complications occurred. Operative notes from the revision surgery were not returned and the reason for the revision is unknown. A definitive root cause cannot be determined with the information provided.